Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The customer identified the leak as blood on the tops of the sample tubes. While investigating, the customer found approximately 4ml of blood and diluent had leaked onto the sam (sample aspiration module). A beckman coulter field service engineer (fse) assisted the customer in resolving the leak. The operator was wearing personal protective equipment of gloves and a labcoat. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) assisted the customer via phone conversation. The customer replaced the probe and flushed the waste pathway from the probe. The customer performed the instrument shutdown process. The instrument functioned with no further leaks observed. This MDR is related to MDR 1061932-2014-03081 for a similar incident on a different date at the same customer facility.